Event description:
Two of the four screw heads were deformed. Situation: 2 screw's hexagonal parts were deformed or stripped which caused the removal difficult. There is no implant remained in the patient. The easyout instrument was used but it did not work at all because the screw was tightly fused to the bone and the hexagonal part was stripped. The screw head was cut off with a hospital-owned drill (carbide drill), the area around the screw was reamed, and then the screw was removed. Rr person was attended in or. Patient injury: due to the extended operation time, there was increased bleeding.